Manufacturer narrative:
Evaluation method, result, and conclusion codes were updated.

Manufacturer narrative:
The field service engineer found the sample probe was clogged with fibrin. After cleaning the sample probe, the analyzer worked without issues. The investigation did not identify a product problem. The cause of the event could not be determined. Since only one patient sample was affected, an electrode/reagent or analyzer hardware problem can be excluded. As all ise parameters are measured from the same dilution and the original results for potassium and chloride were well within the reference range, a pre-analytical root cause was unlikely.

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result from the cobas 6000 c501 module. The initial result was 209 mmol/l and was reported outside of the laboratory. The treating physician and asked that the result be reviewed. The sample was repeated and the result was 140 mmol/l. The electrode lot number was provided as "111". The expiration date was requested but was not provided.